Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected meter (serial#: (B)(4)) and strips (lot#: d191114-1). The meter was shipped to (B)(6) on (B)(6) 2017. Strips were manufactured on 11/14/2019 and will expire in 11/2021. Because the suspected bgms was not returned to okb, the retained meter (serial#: (B)(4)) was used to re-test, and the complaint situations did not occur. Besides, desiccants of retained strips (lot#: d191114-1) from okb's warehouse were still functional. Retained strips were used to re-test with in-house meter (serial#: (B)(4)) and control solution (level low: batch#: 9ah1a99, exp. By feb. 2022; level high: batch#: 9ah3a16, exp. By jan. 2022), and results (level low: 58/65; level high: 280/272) met the acceptance criteria (level low: 30~80; level high: 210~320). The root cause of the complaint was unable to be verified without the suspected bgms and more users' information. Therefore, the complaint had to be closed out if no further action or information from the user.

Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 11:30 pm at home. End-user stated that she tested her blood glucose with her prodigy meter and received are result of 455 mg/dl, a normal result for that time of day is usually around 135 mg/dl. The end-user stated that she did not test again but that her daughter then took her to the hospital, after she complained of a headache and feet pain (?). She did not have any food drink or medications prior to going to the hospital. She stated that when she arrived at (B)(6) medical center - emergency room located at (B)(6) her blood glucose was 131 mg/dl. No treatment was received she stated that she was at the hospital for 4 hours. The end-user stated that she was told to follow up with her doctor, her blood glucose was not checked before she was discharged.